Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, before implantation of the subject ICD, the technician interrogated the device in the office on (B)(6) 2014 and the battery voltage and the magnet rate were found out of normal range (3v and 91bpm). On (B)(6) 2014, the device was again interrogated in the office but it was found some decreased values (2.9v and 89bpm); due to this, the device will not be implanted and will be returned for analysis.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, before implantation of the subject ICD, the technician interrogated the device in the office on (B)(6) 2014 and the battery voltage and the magnet rate were found out of normal range (3v and 91bpm). On (B)(6) 2014, the device was again interrogated in the office but it was found some decreased values (2.9v and 89bpm); due to this, the device will not be implanted and will be returned for analysis.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, before implantation of the subject ICD, the technician interrogated the device in the office on (B)(6) 2014 and the battery voltage and the magnet rate were found in normal range (3v and 91bpm). On (B)(6) 2014, the device was again interrogated in the office but it was found some decreased values (2.9v and 89bpm); due to this, the device will not be implanted and will be returned for analysis.

Event description:
Reportedly, before implantation of the subject ICD, the technician interrogated the device in the office on (B)(6) 2014 and the battery voltage and the magnet rate were found in normal range (3v and 91bpm). On (B)(6) 2014, the device was again interrogated in the office but it was found some decreased values (2.9v and 89bpm); due to this, the device will not be implanted and will be returned for analysis.

Event description:
Reportedly, before implantation of the subject ICD, the technician interrogated the device in (B)(6) office on (B)(6) 2014 and the battery voltage and the magnet rate were found in normal range (3v and 91bpm). On (B)(6) 2014, the device was again interrogated in the office but it was found some decreased values (2.9v and 89bpm); due to this, the device will not be implanted and will be returned for analysis.